Manufacturer narrative:
This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a secondary set broke just below the hub as the nurse was connecting it to the primary saline tubing. There was no report of patient harm or medical intervention. Although requested, no further patient/event info was provided.